Manufacturer narrative:
The reported event was inconclusive. No sample was returned and unable to determine root cause of reported problem. Potential root cause for this failure mode could be bad fit with shaft/no drainage eye/ poorly seated balloon /bladder neck interface. The lot number was unknown; therefore, the device history record could not be reviewed. Labeling review was not performed due to unknown product code. Although the product family was unknown, the foley catheter ifus were found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient got placed a 24fr foley from the doctor¿s office but the urine was leaking around the foley through the urethra

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient got placed a 24fr foley from the doctor¿s office but the urine was leaking around the foley through the urethra.